Manufacturer narrative:
(B)(4): it was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time, no add'l info was available, add'l info has been requested.

Event description:
Literature: turner ms. Assessing syndromes of catheter malfunction with synchromed infusion systems: the value of spiral computed tomography with contrast injection. Pm r. Aug 2010; 2(8):757-766. Summary: pts receiving intrathecal medications are sensitive to infusion changes; this article reviews a number of unique clinical presentations when this occurs and describes the value of spiral computed tomography to help identify and treat such issues by visualizing flow from the tip of the catheter within the system. Fifty two spiral CT scan procedures were reviewed. Twenty three (44%) scans were interpreted as normal; all but 3 of these pts responded to dosage adjustments for the 6 month followup. The 3 patients of the 52 initial pts underwent a catheter replacement despite a normal spiral CT procedure. The authors postulated three 3 individuals had microleaks. Seventeen (33%) demonstrated loculations, 6 (12%) showed extravasation, 4 (8%) found the catheter subdural, 1 (2%) showed the catheter tip to be epidural. All pts with abnormal findings underwent revision of their catheter followed by improvement of drug delivery. Event: three individuals experienced microleak syndrome. This report is for (B)(6) male pt with severe spasticity from spastic quadriparetic cerebral palsy (cp) who experienced a microleak. Pt was well managed with an intrathecal baclofen pump infusion for several yrs. Subsequently, the pt developed problems every day about 2pm in school when they would become very tight with visible spasms and develop withdrawal symptoms. In the morning, their tone was good. Examination of the catheter indicated there was a tiny stream of water coming out of a pinhole in the catheter.